Event description:
The pt was implanted with a left ventricular assist device. Approx 2 yrs post-implant, the pt reported an alarm while supported by the power base unit and noticed a strange feeling in the area of the pump. She experienced this alarm twice in a short period of time and went to the hospital. Visual inspection of the percutaneous lead at the hospital revealed no obvious damage and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.